Event description:
It was reported that the ventricular lead exhibited a "failure"; the lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - lead failure.